Event description:
The doctor attempted to advance the stent through the guiding catheter (6fr. Lima guide). The stent delivery system would not enter the guide. It appeared that there was insufficient clearance. This stent was removed and replaced with a different stent without further complication.